Event description:
Reporter alleged blood glucose monitoring device result = 172 mg/dl at 6:07 pm for family member. Reporter stated family member ate a normal lunch at 1 pm, took a nap, woke up around 5:30 pm, was sweaty, and called a faimily member piror to the 172 mg/dl result. Reporter stated paramedics were called and took family member to the hospital at 6:45 pm. Rptr alleged hosp blood glucose device result was 31 mg/dl and 10-15 minutes later, device result was 32 mg/dl. Reporter stated family member being given some orang juice. Reporter alleged a lab was performed and the result was 54 mg/dl and family member was given more orange juice. Reporter stated controls were used and in range. A request was made for return of the suspect device and replacement product was sent.